Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was no power to the pump. The reporter indicated that there was no damage noted to the battery compartment or cap but moisture was observed behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: the pump black box showed that on (B)(6) 2015 the pump was rebooted associated with a cartridge change, battery changes, and clearing an alarm on the pump. The pump was examined and found that the battery compartment was cracked below the grip pad and the case was cracked by the top corner of the display screen. During testing, the pump powered on with the returned battery cap and the pump was exercised for 24 hours without rebooting or alarms occurring. A leak test showed that the pump was leaking from the damage to the pump casing. The pump was opened and moisture was observed inside the pump. Unrelated to the complaint, the display screen was noted to be dim and discolored, the cartridge cap rubber was observed to be torn, and the audio bolus button cover was found to be damaged. (B)(4).